Event description:
The customer stated that they have a "speaker error - no audio." The device was in use for monitoring at the time of the alleged malfunction. No patient /user injury or harm was reported.